Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years and 2 months post implant, it was reported that the patient was experiencing low flow alarms without power elevations. The set speed was 8800 rpm with power of 3.9 watts and the speed was increased to 10400 rpm with power between 4-5 watts. The patient continued to have low flow alarms and decompensated with right ventricular failure requiring intubation. There were no signs of hemolysis and no elevation of lactate dehydrogenase levels. The patient underwent a pump exchange. A CT scan pre-exchange had indicated evidence of a kinked outflow graft; this was not observed during surgery, however, fibrous tissue was noted between the outflow graft and the bend relief. In the operating room flow readings on the system controller could not be obtained even though a flow probe placed at the outflow graft measured 4l of flow while the pump was sounding a low flow alarm. The system controller was exchanged. A right ventricular assist device was placed, the low flow alarms resolved, the patient stabilized and the pump was operating as expected. No additional information was provided.

Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 3 years and 2 months. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A correlation between the returned vad and the reported low flow and restricted outflow graft could not be determined based on the evaluation of the returned pump. Review of the system controller log files confirmed the reported low flow hazard alarms; however, a specific cause for the alarms could not be determined. Approximately 3¿ of the sealed outflow graft was returned and was free of distortion; no indications of kinking or twisting were observed. Examination of the interior of the graft and graft attachment revealed no deposition or thrombus formation. A small amount of non-laminated tissue was present on the exterior of the graft, which is outside the blood flow path. This tissue would have been conformed to the geometry of the space between the outflow graft bend relief and outflow graft during support and showed no indications of kinking or twisting of the graft. The bend relief was cut at the attachment clip. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.